Event description:
Qarc-ps-supported case registration. Date received and aware date taken from file provided by (B)(6). Implant loss: we received a 5-unit lower front bridge on 2 implants in both distal positions it looks like 3(!) Incisors an 2 canine teeth. Given positions 26 and 23 are somewhat doubtful.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.